Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a stuck button error and then after changing the battery they got a battery out limit. The customer¿s blood glucose level was 335 mg/dl. The customer also reported that the time moves forward. The customer also reported that the esc button was not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive all buttons due to corroded keypad traces.